Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. Multiple unsuccessful attempts were made to obtain the device for evaluation. The device was not returned for evaluation and the serial number was not provided for a DHR review.

Event description:
While using a g139 scaler, there was vibration but no water flow and the steri-mate handpiece was heating up when in the holder; no injury resulted.